Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted flushed inlet tubing with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution could not advance into the sample port connector. This device does not meet specification which states that "assembly per drawing". A potential root cause for this failure mode could be ¿components out of specification". The device history record review could not be performed without a lot number. The instructions for use were found adequate and states the following: "indication for use 1. Take off the drainage bag cap with careful for sterile of inlet tube. Then connect with foley catheter. 2. Fix the drainage bag securely on the patient bed etc. Using the hanger/belt to prevent the bag from sudden movement and to avoid direct contact with floor. Keep the drainage bag below the level of patient bladder to keep urine flowing freely. 3. Drain tubing must be secured using sheeting clip, keeping the tubing line straight with no kink to avoid obstructed urine flow into drainage bag. Kinked of or flexed drain tubing will restrict urine flow. 4. Lift cock up and pass urine precautions. 1. Do not let the distal end of the outlet tube touch the urine collection container when emptying the bag in order not to permit bacterial contamination into drainage bag. 2. Care should be taken where the bag should be positioned to avoid damage by bump or projection. 3. Do not pull outlet tube on urinating. It might break the product." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that urine was unable to be collected from the sample port after the placement, so it was discontinued. As per follow-up information received via ibc on 14feb2022, based on photos blue stem did not depress due to which urine was unable to be collected.